Manufacturer narrative:
(B)(4). Batch # t5ck7d. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Articulation locking issue. It was reported that during the sleeve gastrectomy surgery, when 2nd firing, the articulation rebounded, the staples malformed and anastomotic site with oozing issue. The suture was used to over-sew. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one psee60a device was returned with no apparent damage and five reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The articulation mechanism was totally functional during functional testing. Reload b: gst60b, t5ak80 fully fired, reload c: gst60b, t5ap2r fully fired, reload d: gst60b, t5ak5j fully fired, reload e: gst60d, r5av3u fully fired, reload f: gst60t, r58n18 fully fired.